Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex that are cleared in the us. The pro code and 510 k number for the rotarex are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f - the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a thrombectomy and atherectomy procedure using a rotarex device for lower extremity arterial thrombosis. During the procedure, after completion of the first pass, the rotarex catheter was flushed clean before proceeding with the second pass. During the second pass of thrombus extraction within the body, the catheter tip separated and fractured at the mid-portion of the superficial femoral artery. It was further reported that the snare device was deployed to capture the detached segment, which was then successfully retrieved. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex that are cleared in the us. The pro code and 510 k number for the rotarex are identified in d2 and g4. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: a physical investigation was not possible due to no physical sample was received. However, the user report and the provided images contain information regarding catheter helix break. After review of the provided images helix break can be confirmed. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a thrombectomy and atherectomy procedure using a rotarex device for lower extremity arterial thrombosis. During the procedure, after completion of the first pass, the rotarex catheter was flushed clean before proceeding with the second pass. During the second pass of thrombus extraction within the body, the catheter tip separated and fractured at the mid portion of the superficial femoral artery. It was further reported that the snare device was deployed to capture the detached segment, which was then successfully retrieved. There was no reported patient injury.